Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer (fse) tested the station, power bumps, but station does not boot. Fse traced problem to aux drawer 7, so the fse replaced module and drawer controller printed circuit board (pcb), then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and shown offline in remote smart service. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.